Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate control solution test results of "7.9 mmol/l and 6.2 mmol/l". The reporter did not have test strips available at the time of the call. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.